Manufacturer narrative:
Other applicable components are: product ID: 9735799, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The networking checkpoint was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the manufacturer representative was performing a self test, she saw that the main cart uninterruptible power supply (ups), camera cart ups, and network fields were blank and the internal component firmware was displaying unknown firmware for the main cart ups, the network checkpoint, and the camera cart ups. When rebooting the system, the software information tab on the self-test was populating the main cart ups, camera cart ups, and network status normally, but the internal component firmware tab showed that the checkpoint firmware was unknown. After re-booting the system again, in the self test it showed that the checkpoint was connected, but the status of the host name and ip address were red. There was no patient involved.

Manufacturer narrative:
Lot number of concomitant medical products is 1707294996400200. The checkpoint was returned to medtronic for analysis. Analysis revealed that the checkpoint was found to display the proper firmware version when given time to fully boot. The unit was tested for over 5 days without any issues. No failures were found. (B)(4). If information is provided in the future, a supplemental report will be issued.